Event description:
It was reported that pre-p, the inflation tube of the emg tube was broken before. There is no patient involved in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-p, the inflation tube of the emg tube was broken before. There is no patient involved in this event.

Manufacturer narrative:
H3: product analysis: the device and both electrodes (green and red/white) were returned in a large plastic sleeve. Upon return, there were no traces of contamination observed on the device. However, it was observed that the inflation tube was broken off. The harness had paper tape intact when returned, and there was a black clip attached to the inflation valve. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b17, fdr c20 & fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.